Event description:
It was reported, PICC had 2 holes in it and multiple kinks when removed. The patient required a new PICC ¿ this PICC was removed at end of treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC had 2 external holes in it and multiple kinks when removed. The patient required a new PICC ¿ this PICC was removed at end of chemotherapy treatment. No patient harm reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of kinking and a hole in the catheter was confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The returned catheter was functionally tested by flushing the catheter with water using a 12 ml luer lock syringe. During testing, a leak was observed between the 10 cm and 11 cm depth markers. Microscopic inspection of the leak site found that a longitudinally aligned split was present. The split had sharp and well-defined fracture edges, and the fracture surface was granular. Extending from the split in both directions was a linear depression in the catheter tubing. The linear depression observed on the exterior did not appear to extend further into the wall of the catheter. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. In additional to the split in the catheter, a kink and worn depth markings were noted near the 5 cm depth marking. Based on the available evidence, it was not possible to conclusively determine the root cause. It is possible that material fatigue, compressional forces, or torsional forces may have contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: it was reported the PICC had an external hole and caused no harm to the patient. It was removed and not replaced as chemotherapy had been completed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The returned unit was functionally tested by flushing the catheter with water using a 12ml luer lok syringe. During testing, a leak was observed between the 10 cm and 11 cm depth markers. Microscopic inspection of the leak site found that a longitudinally aligned tear was present. The tear had sharp and well-defined fracture edges, and the fracture surface was granular. Extending from the tear in both directions was a linear depression in the catheter tubing. The linear depression observed on the exterior did not appear to extend further into the wall of the catheter. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. Based on the available evidence, it was not possible to conclusively determine the root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, PICC had 2 external holes in it and multiple kinks when removed. The patient required a new PICC, this PICC was removed at end of chemotherapy treatment. No patient harm reported. No other information was provided.